Event description:
The risk management filed a user-facilities medwatch that alleged a pt was resting on the side of the bed and one of the siderails moved downward to the low position. The pt fell out of the bed and hit his head on the floor. He had a cranial x-ray and recived stiches for a 1/2 inch laceration.

Manufacturer narrative:
The hiii-rom field technician found the bed functioning properly. The facility (bed repair) had already repaired the siderail by lubricating the latch pins. The hill-rom field technician installed an upgrade in-line spring kit on the bed.